Event description:
Staff encountered difficulty with the micropuncture access sets. There were several incidents (at minimum, three) that occurred over a few days whereby during procedures, the micropuncture sets were not locking together correctly. Staff reported that when team members twisted them together, "they immediately untwist, and separate." New sets were opened and some of the devices functioned properly/as intended. The patients involved suffered no harm. All devices were from the same lot number. Follow up: the team members involved did not save all of the defective micropuncture sets but there were a few available with their packaging that the representative came and took.